Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. Olympus was further informed that the device was inspected prior to use and no abnormalities were observed. There was no error message displayed on the generator. This type of device damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the thunderbeat. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that at the start of laparoscopic assisted vaginal hysterectomy (bilateral salpingo-oophorectomy and cystoscopy) procedure the teflon pad curled up exposing metal. No device fragment fell into the patient. Furthermore olympus was informed , the intended procedure was completed using another thunderbeat device and a 5 minutes delay was reported. No patient injury reported.